Manufacturer narrative:
(B)(4). Actual device returned & evaluated. Operational context caused or contributed to event - a device problem related to the operator's technique or use environment. Foreign material on strip connector.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 150-200mg/dl fasting. Verified test strips expire 08/20/2018. Confirmed customer's test strips are being stored properly and opened vial date was (B)(6) 2015. Customer performed a back to back blood test 260mg/dl and 276mg/dl. Reviewed meter memory: (B)(6). Memory concerns:488mg/dl on (B)(6) 2015 3:22am, 282mg/dl on (B)(6) 11:55am & 311mg/dl on (B)(6)7:00am, 296mg/dl on (B)(6) 6:46pm. Customer called concerned their meter is registering high results because on (B)(6) 2015 at 10:00pm fasting the customer performed a back to back blood test the results were 308mg/dl & 491mg/dl.